Manufacturer narrative:
Terumo did receive the actual device; visual inspection noted minor scratches on the rod and eyepiece of the endoscope. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). The device IFU states to check the image quality before and after each use to check for signs of damage. If image is unacceptable, contact terumo cvs customer service for assistance. All available info has been placed on file in quality mgmt for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that during set-up, the endoscope was blurry. The product was changed out. There was no pt involvement. The surgery was completed successfully.